Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance in the pace/sense portion of the lead. The lead had varying and increasing impedance. The lead had a slight oversensing with sensing integrity counter (sic). The pace/sense vector was reprogrammed to tip to coil. Isometrics and pocket manipulation was performed and the high impedance could not be reproduced. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.